Event description:
I was unaware of all the side effects of the essure implant. Since I started to actually look into it, I've realized that I have had quite a few of the side effects. I'm not one to go to the doctor much. The side effects that are listed that I have been having include: heavy, irregular menstrual cycle, fatigue, chronic pelvic pain, lower back pain, hip, leg and knee pain, hair loss, dental issues, headaches/migraines, malaise, bloating, cramping, night sweats, urinary tract infection, breast pain/tenderness, constipation, mood swings, anxiety, dizziness, drain fog, acne, muscle spasms, heart burns and gas. FDA safety report ID# (B)(4).